Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at in-clinic follow up. An interrogation of the device revealed a decrease in atrial sensing, and loss of capture at high threshold. The patient was scheduled for atrial lead revision where a chest x-ray was performed. It was discovered that the lead was pulled back into the superior vena cava and wrapped around the device. The physician made an unsuccessful attempt to reposition the lead. However, the helix failed to extend. The physician suspected twiddler's syndrome. There were no further patient consequences.